Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded during the procedure and not returned to the manufacturer for analysis. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of a pseudoaneurysm, an embolization coil implant detached while being retracted into the catheter for repositioning. The progreat catheter was removed with the coil inside of it. There was no reported intervention or patient injury. The patient's condition was reported to be "stable."